Event description:
It was reported that the ventilator alarmed for high o2 supply pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. It was reported that the ventilator alarmed for high o2 supply pressure. The reported problem was resolved after reseating the nozzle unit in o2 gas module. The ventilator passed all functional, safety, and electrical tests to factory specification. The ventilator was cleared for clinical use and returned to customer. No device logs were received and no parts were replaced, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).